Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the department could not recognize the pacing function after using the on-demand mode for a period of time. Device was in clinical use but no reported adverse event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that there was intermittent failure of the pacing function. The device was in use at the time of the event, however, there was no patient harm. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.